Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the device knife blade was stuck on eschar buildup. The reported conditions were confirmed. The investigation found the knife blade was stuck on eschar buildup, which prevented the jaw from opening and closing properly. The knife trigger was pressed to release the knife blade from the eschar build up. The jaw was able to open and close properly once the knife blade was retracted to its home position. The investigation identified the root cause of the reported event to be user error for improperly cleaning the device. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the jaws of the device did not open and close and was applied to tissue. A new device was used to complete the case. There was no patient injury.